Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they fired the device during the creation of an anastomosis in a bowel resection, after they clamped the tissue the jaws of the device were unable to open. They forced open the device using another tool, and this caused the target tissue to be damaged. They removed the anastomosis and recreated the anastomosis to complete the case. There was an unanticipated tissue loss and tissue damage as a result of this problem.